Manufacturer narrative:
Investigation summary: "material #: 368836. Lot/batch #: 4059004. Bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for holder separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode holder separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the holder detached from the device. This occurred with three (3) devices. There was no report of adverse impact to patients or users.